Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx142cm emerge balloon was selected for use. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.